Manufacturer narrative:
Additional information provided in d.10, h.3, h.6, and h.10. The device history records (DHR) for the product lot was reviewed. No abnormalities that could have contributed to this event were found. Sample was returned. Failure analysis shows the reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. No problem was found with the patient interface. The reported problem cannot be confirmed. No problem with the returned patient interface can be identified. The manufacturer internal reference number is: 2019-63655.

Manufacturer narrative:
The device history record (DHR) for the device has been reviewed. The associated device was released based on acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issue. The energy was stable during the whole day. The logfile shows successfully performed treatments. The user started several times the docking process, but could not obtain suction prior to procedure (before laser fired). Suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient's eye, patient physiology (eye anatomy), patient reaction, etc. These issues occur prior to the procedure and as such this type of complaint constitutes a user nuisance and would not result in a serious injury. No technical root cause could be identified. Reports of suction issues with the system patient interface are patient and user related. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient interface lost suction three times. Additional information requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).